Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 45-268 (mg/dl). Customer consumed food to treat low bg levels. Later, customer experienced an elevated bg level. Customer declined troubleshooting with tandem technical support due to customer decreasing insulin delivery prior to elevated bg event in order to exercise. Reportedly, customer did not exercise and consumed food. A correction bolus was delivered to treat elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.